Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A customer reported that during vitrectomy in an ophthalmic console vitrectomy cutting was not unavailable. Patient impact was not reported. Additional information has been requested none received till date.

Manufacturer narrative:
The company representative was able to replicate the reported event. The issue was resolved by reinstalling a pneumatic pump tube. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. The complaint was later determined to not be relevant to this investigation. The root cause of the reported event is attributed to a tube being loose on the pneumatic pump. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).